Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 650 mcg/ml baclofen at an unknown dose and an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient had fallen before coming to boston. It was noted the patient was originally from (B)(6). On (B)(6) 2018, the patient showed up at the hospital with altered mental status and was obtunded. The patient was then transferred overnight to another hospital. The hcp had ordered films for the patient. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was unknown if there was a device issue, patient/therapy issue, or procedure issue. The patient was being medically managed. It was unknown if the event had been resolved. No further issues were reported or anticipated.